Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. If additional information is received, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative and field service engineer reported that during installation of the camera control unit an uncleavable ¿e117¿ was observed. The unit had not been used in a procedure. There was no patient involvement.

Manufacturer narrative:
The unit was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.